Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported constant upstream occlusion was unable to reproduced. A review of the event history log identified constant upstream occlusion. The cause was ultrasonic fluid values was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.